Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt has experienced hyperglycemia as high as 320 mg/dl over the past few months and believes insulin delivery of the infusion device is too low. Pt believes the boluses are not delivered correctly, but the boluses are listed in the infusion device history. Pt attempted to correct hyperglycemia by delivering insulin through the infusion device, but was not successful. Pt then used injection therapy. The infusion device was not exposed to water or electromagnetic fields. Pt's normal blood glucose level is 100-120 mg/dl. The infusion device was replaced and requested for eval. Pt changed to a new infusion device using the same basal rates and did not experience further concerns. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.